Event description:
Concomitant device: rod (part unknown, lot unknown, quantity 1); clamp (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5, d11: added concomitant devices. H6: patient code 3191 used to capture additional medical/surgical intervention required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: neuerburg c et al (2015). Osteological interdisciplinary management: exemplified by a bilateral proximal humeral fracture. Unfallchirurg. Volume 118. Page 944-948. (Germany). This is a case report on a (B)(6)-year-old patient who suffered a varus displaced 3-fragment fracture of the proximal humerus (type ao11b2, neer iv3) as a result of a headlong fall with direct impact on the left shoulder. Patient was treated surgically using an unknown synthes proximal humeral internal locking plate (philos). In the early postoperative period, the patient reported a rapid improvement in the range of motion and a decrease in pain symptoms. However, a secondary dislocation of the head of the humerus by 15 degrees in the varus position with threatening screw perforation was observed in the clinical radiological examination after 6 weeks. Under close monitoring, a first consolidation of the fracture was awaited and the proximal 2 screws removed arthroscopically 3 months postoperatively. An osteoporosis basic diagnosis was carried out on the patient due to an inexplicable dislocation of a proximal malignant fracture. Bone density measurement with a t-value of - 2.5 sd revealed osteoporosis. Complementary endocrine diagnosis revealed an increased parathyroid hormone level of 157 pg/ml (15-65) and decreased serum phosphate (2.2 mg/dl [2.5-4.8]), leading to the diagnosis of primary hyperparathyroidism. A sonographic localization diagnostics showed a 4 × 8 × 7 mm large, low-echo solid lesion with a central feeding vessel was located on the right caudally outside the thyroid capsule, corresponding to parathyroid adenoma. Patient was then indicated to have a selective parathyroidectomy. An osteoporosis basic therapy with 2000 iu vitamin d3/day was also started. During the preoperative preparation for the scheduled parathyroidectomy, the patient suffered another stumbling fall on the contralateral right shoulder. As a result, he contracted a similar proximal humeral fracture (ao11b2, neer iv3), but with a more pronounced metaphyseal comminuted fractures. Patient then underwent surgery and was implanted with an unknown synthes proximal humeral internal locking plate (philos). An anatomical reduction was achieved. There was no secondary dislocation. Radiographic follow-up one year post-operatively on the left showed a radiological consolidation as well as an excellent functional result (constant score [cs] 96/100). On the right side, 6 months postoperatively, a true fracture consolidation with anatomically correct reduction (cs 90/100) was observed. This report is for one (1) device- an unknown synthes proximal humeral internal locking system (philos) screw. This is report 1 of 1 for (B)(4).